Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported and medical records have not been provided. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvk1114 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013, the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch mesh.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvk1114 was implanted to repair the hernia defect. It is alleged that on 10/17/2013, the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch mesh. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated supraumbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the omentum cleared away from the abdominal wall. A ventralex mesh was placed into the peritoneal cavity through the fascial defect so as gore-tex side is oriented posteriorly and the prolene side anteriorly. After positioning using straps, sutured the mesh to the fascia circumferentially.¿ (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿thickened scar related to the center of the mesh was identified and dissected all around. The fas10cia was separated from the mesh and then hernia was identified. Preperitoneal fat was teased out of the hernia and sutured to close the umbilical defect.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries. It is also alleged that the patient underwent mesh removal surgery.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported and medical records have not been provided. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex mesh, patient was diagnosed with abdominal pain, scar tissue and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.